Manufacturer narrative:
The event occurred in france during patient treatment. It was reported that the rotaflow's battery was drained after three minutes in battery mode. The rotaflow shut down unintentionally and the pump stopped. The rotaflow was then reconnected to an ac power outlet, upon which treatment continued as intended, with no consequences for the patient. A getinge service technician investigated the rotaflow console serial number (B)(6). The technician confirmed the reported failure and replaced the "battery pack with fuse" (material# 70101.7188). After the replacement the device is working as intended. A similar complaint was investigated by getinge life cycle engineering and most probable root cause was determined as an increased internal resistance of the battery, which could be caused by incorrect maintenance habits. Furthermore, the failure mode "battery failure" can be linked to the following most probable root causes according to the rotaflow risk management file: defect batteries. Power supply board failure. Software error. User forgot recharge. Defect of charger unit. Based on these investigation results the reported failure "battery failure" could be confirmed. A review of non-conformities was performed on (B)(6) 2023, and during the time from (B)(6) 2023 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on (B)(6) 2020. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france during patient treatment. It was reported that after the main power was cut to the rotaflow, it was running on battery power for 3 minutes and then shut down unexpectedly. No harm to any person has been reported. Complaint ID (B)(4).